Event description:
The facility reported that the patient was receiving the following drugs: fentanyl drip (epidural), fentanyl patch, fdnt and bupivicaine concentration, dose, rate and volume of the drugs are unknown. The infusion was started at 0300 hours in 2007 with a 200 ml bag. When the patient was observed to be difficult to arouse at 0800 hours on the same day, the above medications were discontinued. At 1035 hours, a new formula of epidural analgesia was placed on the same pump. The wasted bag was observed as having 100 ml. Remaining. The facility indicates that the patient received 100 ml of medication instead of the expected 70 ml. The pump was programmed to infuse the medication at 14ml/hour.

Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.